Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was difficulty during insertion of lens into the patient¿s eye. Reportedly, the physician enlarged the incision, but was still unable to insert the lens. The lens was removed intraoperatively and replaced with a lens of a different model. Additional information has been requested, but has not been received.

Manufacturer narrative:
Additional information has not been received despite multiple requests. The lens was returned for analysis. Visual inspection found the front haptic bent. The lens optic was stuck in the tip of the delivery device with almost no visible dried solution in the loading deck area. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling technique) and/or procedural factors (such as lens and injector interaction) may have caused or contributed to the event.